Event description:
It was reported that a patient, who had a sling procedure, presented at 1 month post op with an asymptomatic vaginal extrusion. The physician re-operated on the patient and placed a natural collagen implant between the mesh and the vaginal mucosa. The wound did not heal. Approximately 2 weeks later, the physician operated on the patient and removed the permanent natural collagen implant and a 1.5 cm portion of the mesh. The physician will evaluate the patient's clinical condition and decide on further treatment if necessary.